Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported error and after performing a restart, the same error occurred immediately. Fse replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 32100 occurred on the universal surgical manipulator (usm) 4. The customer recovered from the fault. Tse confirmed a single recoverable error 32100 in the logs. However, the customer called back and reported that error 32100 occurred again. The error could not be resolved by pressing ¿recover fault¿ button at this time. Tse had customer performed emergency power off (epo), which resolved the error. Tse guided the customer on how to disable the usm. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system, and error 32100 occurred during the initial system check. The issue was resolved after restarting the system. During the procedure, error 32100 reoccurred. Customer disabled universal surgical manipulator (usm) 4 to continue with the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The setup joint (suj) was analyzed and error 32100 was not replicated in-house. The error was confirmed in the field via the error logs and the error was referencing the z-axis in the system.